Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to osh. Osh checked the subject device and found the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from osh, omsc surmised that the reported phenomenon was attributed to the external force such as strongly squeezing being applied to the insertion section during the handling or external force such as strongly rubbing being applied to the insertion section with cleaning brush during the cleaning. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing it was found that there was leakage from the bending section rubber of the subject device. During the incoming inspection for repair at the service department of olympus china (osh), it was found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.